Event description:
A customer reported experiencing aspiration failure before a vitrectomy/retina procedure. There was no patient involvement. The procedure was performed after replacing the product. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One 23ga probe sample was returned for the probe failing to aspirate before surgery. For this complaint file, the final customer's lot was identified as lot 14022278x. For this final lots, manufactured in april and may 2014 were used to make up the final lot. A device history record review for each of the seven lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer's complaint. Six lots had no anomalies found based on the device history record reviews. The product was released based on company's acceptance criteria. No add'l investigation is required based on device history review. A complaint history examination indicates one other complaint was associated with the seven probe lots, with this one complaint not related to the reported issue. The sample was visually inspected using 25x magnification and found to be nonconforming from an unrelated issue to the complaint. Actuation and aspiration testing were performed and deemed conforming. The complaint eval does not confirm the probe failed aspiration as the probe met its aspiration spec. The MFR internal ref number is: (B)(4).